Manufacturer narrative:
Device passed displacement test and self test. Device was programmed with test guardian three link and test plug simulator. Device communicated properly display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and device display the programmed value properly on the display graph. No sensor anomalies were noted. Device sensor feature and auto mode connection are working properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 100 mg/dl, 150mg/d and 30 mg/dl. The customer treated low blood glucose with food and glucose tablets. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer was alleging possible insulin pump over delivery. The auto mode on the insulin pump was active and was automatically adjusting insulin delivery during the event. The insulin pump will be return for analysis and the sensor will not be returned for analysis.